Event description:
Digital readout on syringe pump appeared to function, but medication was not delivered. The device was examined by personnel. A complete calibration was performed and the following was noted: the syringe plunger holder was out of calibration and was adjusted to e1 position: trial flow rates were then performed without error. (It was thought that with the syringe holder being out of calibration it would not notify the user if syringe's plunger was not correctly affixed to the holder. If the syringe plunger was not correctly affixed by the user then the syringe pump would proceed to indicate that it was infusing without necessarily pushing anything until the holder actually touched the plunger at which time it would infuse at the rate entered. This condition would lead to the conclusion that the pump was not infusing at the proper rate.